Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-hd-3-20-c device of lot number c1477344 involved in this complaint was returned for evaluation, without the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The customer complaint is confirmed based on the customer testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Additional information was received as follows: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? On the patient end please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas please describe the size of the intended target site. 2-3 cm if not with the device in question, how was the procedure performed and/or finished? With the device what is the endoscope manufacturer and model number that was used with this device? Pentax utk was difficulty experienced while retracting the needle? No was the needle able to be fully retracted before removing from the patient? Yes was gaining access to the targeted site difficult? No was the endoscope in a flexed or twisted position at any time during the procedure? Yes was needle penetration of the targeted site difficult? No was the stylet in place inside the needle when advancing into the targeted site? Yes how many biopsies were obtained with use of this needle? 2 should be done but only one could be made because the stylet couldn´t be introduced anymore. Did any section of the device detach inside the patient? No on evaluation of the returned device, the device was returned without the original packaging with stylet separate to device. Sheath damage below sheath extender noted. Needle advanced but unable to retract. Needle pulled from device distally confirming needle broken. It was noted that the needle breakage was at point of damaged sheath. The location of defects on the device were below the sheath extender - sheath damage and needle broken. No issues found at distal/patient end of the needle, as reported . The needle bent on the distal end appears to be due to natural curvature. Functional issues were noted as follows: the needle would not retract; proximal needle break; stylet would not pass area of damage in sheath; stylet inserted distally with no issue. Additional bends were noted, however these are most likely due to transportation, as the device was returned in a biohazard waste bag, without the tray. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that due to excessive force applied proximal needle breakage occurred within the sheath below the sheath extender, due to a combination of excessive force and angulated position. It may be noted that a project CAPA has been initiated to prevent the following: needle breaking, kinking or crumpling within the handle assembly, kinking or breaking of the sheath at the sheath/sheath extender junction. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4 ). Document review: a review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c device of lot# c1477344 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1477344; upon review of complaints this failure mode has not occurred previously with this lot # c1477344. Summary: the customer complaint is confirmed based on the customer testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
No lot number confirmed yet after the puncture, the stylet of the procore 3-20-c could not be inserted into the needle. "As per complaint form": the stylet couldn´t be introduced into the needle after the punction, even if the stylet was cleaned with water. The needle bent on the distal end so that it wasn´t possible to introduce the stylet through the distal end of the needle. The device was evaluated confirming the needle was broken proximally.